Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease folds, deformation, weight to the specification. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is that creases were observed but depicts no relationship with manufacturing and the unit is not ruptured.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a patient experienced the events of ¿right breast sore¿, ultrasound shows ¿undulation of the breast implant, with associated fluid" appearances are non-specific, however suggest possible extracapsular rupture specific, and may be reactive/ inflammatory or infective¿ . The device remains implanted.